Event description:
It was reported that, during the procedure, the fiber started to flicker and then it stopped working at 3,000 joules. It was noted that the beam intensity had not diminished and the physician did not bury the fiber in tissue during use. The metal cap was not loose/rotating. The procedure was completed via transurethral resection of the prostate. There were no patient complications. Analysis of the returned fiber identified a distal circumferential fracture of the fiber tip. Functional testing of the fiber identified the forward firing rate was 12% which is above the threshold for potential patient harm.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal end of the fiber. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.